Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Low bg cause was not known. The customer was unresponsive and received third party assistance from a friend, who called 911, and an emergency medical technician (emt) who provided assistance to address bg. The customer could not remember what services were provided but is aware that this event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.